Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.

Event description:
It was reported that an 83 year old male patient underwent a revision surgery due to the nail fracturing 6 months post op.